Event description:
Information was received that a smiths medical ventilator has a slow respiratory rate and overpressure alarm is not functioning. No patient involvement as the incident occurred during testing.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to be in fair condition. Device underwent functional testing by being connected to 60 psi 02 and powered on device. It was noted to have failed " nrv and 60 second alarm shut down". This confirms the reported customer complaint. However, the problem source has been determined to be unknown. The alarm reed was replaced to address the issue.